Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled: the evolution of open abdominal aortic aneurysm repair at a tertiary care center. Fairman et al, journal of vascular surgery, volume 72, issue 4, p1367-1374 https://doi.org/10.1016/j.jvs.2019.12.039 there were reported perioperative and post op deaths however there was no information to suggest any of the deaths were in the patients with medtronic device(s). Mean age, mean gender, exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Aneurx abdominal stent graft systems were implanted in patients during evar procedures on unknown dates. The following adverse events were reported: type I, ii, iii, v and unknown endoleaks, aneurysm rupture, infection, explant of device. Post op adverse events: hospitalization, postoperative arrhythmia, acute kidney injury, pneumonia, myocardial infarction, stroke, bowel ischemia, wound infection, cellulitis and reintervention -the cause of the events are undetermined but clamp site techniques used during intervention were noted as influence the frequency of perioperative complications.